Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance at 2157 ohms on this implantable pacemaker. Previous electrograms (egms) show trending with similar elevations of impedance measurements greater than 2000 ohms. There was no noise observed on the egms. At this time, the device remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).